Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the patient's mother filled the pod with the wrong insulin (long-acting insulin) which caused blood glucose levels to raise. The patient was advised by the medical professional to take off the pod, provided shot of insulin and apply new pod with the correct insulin. The patient was released 7 hours later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone12.1. Cgm sensor type: g6.